Event description:
During an aflutter procedure a intellanav mifi open-irrigated catheter was selected for use. Midway through ablation the irrigation port popped off the catheter. A new catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The reported allegation of irrigation port popped off the catheter was confirmed.

Event description:
During an aflutter procedure a intellanav mifi open-irrigated catheter was selected for use. Midway through ablation the irrigation port popped off the catheter. A new catheter was used to complete the procedure. No patient complications were reported.